Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was under delivering insulin. Customer was allege under delivery. Customer's blood glucose was high. Blood glucose value was 234 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.